Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had a full revision due to high impedance and battery depletion. Per the operating room support specialist on the case, the generator was explanted due to battery depletion and the lead was removed as a kink was found in the lead and the electrodes were detached from the vagus nerve. Additional information was received from the physician indicating that they do not know the reason the leads were not on the vagus nerve. No other relevant information has been received to date.